Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and endometritis ("weakly proliferative endometritis") in an adult female patient who had essure (batch no. 624840, 624829) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ferrous sulfate. The patient's medical history included decreased appetite, burning micturition, hashimoto's thyroiditis, allergic reaction to analgesics, thyroidectomy, hypothyroidism, microcytic anemia, tubal ligation, lethargic, wrist pain, rhinitis, sinusitis, cervical conization, acute serous otitis media, shoulder pain, blurred vision, neck pain, rash, parity 3, perineal pain, cholecystectomy, cervical dysplasia and endometriosis. Concurrent conditions included thyroid cancer (single papillary thyroid carcinoma in the right thyroid thyroidectomy in 2007.) Since 2007, vomiting, diarrhea, dizziness, right lower quadrant pain, ovarian cyst, kidney stone, weakness, chest pain, general body pain, fainting, numbness, numbness of upper extremities, painful respiration, irritable bowel syndrome, left lower quadrant pain, paranasal sinus discomfort, itching, restlessness, uterine leiomyoma, pain ankle, bipolar I disorder, mood disorder and hypersomnia. Concomitant products included cetirizine hydrochloride, fexofenadine;pseudoephedrine, levothyroxine sodium (synthroid) since (B)(6) 2007, mometasone furoate (nasonex), promethazine, topiramate (topamax) since (B)(6) 2017 and valproate semisodium (depakote). On an unknown date, the patient started ferrous sulfate at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-condition : ptsd"), depression ("psychological or psychiatric problems-condition : severe depression") and anxiety ("psychological or psychiatric problems-condition : anxiety"). In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with botulinum toxin type a (botox) and surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the endometritis, vaginal haemorrhage, menorrhagia, female sexual dysfunction, post-traumatic stress disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, endometritis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, post-traumatic stress disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the left ostiawas cannulated using the assure device. Approximately three trailing coils were seen onthis side. This was repeated on the opposite side and approximately two to three trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy colon - on (B)(6) 2009: the specimen is labeled random colonic mucosa. Received in hollande's solution are multiple fragments of soft tissue measuring 0.6 x 0.6 x 0.3 cm in aggregate. Submitted in toto in 1 cassette.. Computerised tomogram - on (B)(6) 2008: pelvis: small bowel is not dilated. Non obstructing left-sided nephrolith. Probable 3.9 cm right ovarian cyst. Human papilloma virus test - on (B)(6) 2017: result: positive. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on an unknown date: there is a 4 mm cyst posteriorly within the uterus which probably lies within the posterior junctional zone/myometrium.; on (B)(6) 2008: uterus is mildly enlarged, without focal fibroid; on (B)(6) 2009: there are thin echogenic structures seen in the cornu bilaterally, consistent with prior essure placement. Both ovaries have a normal sonographic appearance. There is a trace amount of free fluid in the pelvis.; on (B)(6) 2014: multiple fibroids are visible in the uterus.the largest is in the posterior myometrium and measures 1.6 x 1.8 x 1.8 cm. Endometrium: endometrial stripe measures 9 mm. There is fluid visible within the endometrial canal.. Ultrasound thyroid - on (B)(6) 2010: small foci of residual thyroid tissue. "Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, pelvic pain, nausea, headache, vaginal discharge, menorrhagia, dysmenorrhea lot number:624829 manufacturing date:2007/05 expiration date:2009/04 lot number:624840 manufacturing date:2007/06 expiration date:2009/05 - ¿concerning the injuries reported in this case, the following one is described in patient¿s medical records: endometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and endometritis ("weakly proliferative endometritis") in an adult female patient who had essure (batch no. 624840, 624829) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ferrous sulfate. The patient's medical history included decreased appetite, burning micturition, hashimoto's thyroiditis, allergic reaction to analgesics, thyroidectomy, hypothyroidism, microcytic anemia, tubal ligation, lethargic, wrist pain, rhinitis, sinusitis, cervical conization, acute serous otitis media, shoulder pain, blurred vision, neck pain, rash, parity 3, perineal pain, cholecystectomy, cervical dysplasia and endometriosis. Concurrent conditions included thyroid cancer (single papillary thyroid carcinoma in the right thyroid thyroidectomy in (B)(6) .) Since (B)(6) , vomiting, diarrhea, dizziness, right lower quadrant pain, ovarian cyst, kidney stone, weakness, chest pain, general body pain, fainting, numbness, numbness of upper extremities, painful respiration, irritable bowel syndrome, left lower quadrant pain, paranasal sinus discomfort, itching, restlessness, uterine leiomyoma, pain ankle, bipolar I disorder, mood disorder and hypersomnia. Concomitant products included cetirizine hydrochloride, fexofenadine;pseudoephedrine, levothyroxine sodium (synthroid) since (B)(6) 2007, mometasone furoate (nasonex), promethazine, topiramate (topamax) since (B)(6) 2017 and valproate semisodium (depakote). On an unknown date, the patient started ferrous sulfate at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-condition : ptsd"), depression ("psychological or psychiatric problems-condition : severe depression") and anxiety ("psychological or psychiatric problems-condition : anxiety"). In (B)(6) , the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with botulinum toxin type a (botox) and surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain had resolved and the endometritis, vaginal haemorrhage, menorrhagia, female sexual dysfunction, post-traumatic stress disorder, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, endometritis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, post-traumatic stress disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the left ostia was cannulated using the assure device. Approximately three trailing coils were seen on this side. This was repeated on the opposite side and approximately two to three trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy colon - on (B)(6) 2009: the specimen is labeled random colonic mucosa. Received in hollande's solution are multiple fragments of soft tissue measuring 0.6 x 0.6 x 0.3 cm in aggregate. Submitted in toto in 1 cassette. Computerised tomogram - on (B)(6) 2008: pelvis: small bowel is not dilated. Non obstructing left-sided nephrolith. Probable 3.9 cm right ovarian cyst. Human papilloma virus test - on (B)(6) 2017: result: positive. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on an unknown date: there is a 4 mm cyst posteriorly within the uterus which probably lies within the posterior junctional zone/myometrium.; on (B)(6) 2008: uterus is mildly enlarged, without focal fibroid; on (B)(6) 2009: there are thin echogenic structures seen in the cornu bilaterally, consistent with prior essure placement. Both ovaries have a normal sonographic appearance. There is a trace amount of free fluid in the pelvis.; on (B)(6) 2014: multiple fibroids are visible in the uterus. The largest is in the posterior myometrium and measures 1.6 x 1.8 x 1.8 cm. Endometrium: endometrial stripe measures 9 mm. There is fluid visible within the endometrial canal.. Ultrasound thyroid - on (B)(6) 2010: small foci of residual thyroid tissue. "Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, pelvic pain, nausea, headache, vaginal discharge, menorrhagia, dysmenorrhea. ¿concerning the injuries reported in this case, the following one is described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received : lot number added.events added- back pain, abdominal pain, vaginal haemorrhage, menorrhagia, apareunia (inability to have sexual intercourse),post-traumatic stress disorder, depression, anxiety, migraine,headache, nausea, dysmenorrhea(cramping), vaginal discharge, fatigue, hair loss, weakly proliferative endometritis.outcome of events pelvic pain, abdominal pain and back pain updated to recovered / resolved.patients medical history,lab details added. Concomitant products added.reporter information and patient details updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.